Manufacturer narrative:
PMA 510(k): this part is not approved for sale in us but a similar product with catalog # 9392507 and 510k# k094025 is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with lumbar degenerative scoliosis underwent a 2 stage surgery in which in initial stage patient underwent oblique lumbar interbody fusion(l3/4/5) and in second stage patient underwent posterior lumbar interbody fusion at l5/s. During the second surgery, a surgeon used a break away lamina spreader to gain the intervertebral height because the intervertebral space was narrow and removed an intervertebral disc. Cage was then inserted. After placement of the cage, x-ray revealed that its rotation and insertion operations were not enough. The surgeon re-inserted the cage using inserter. The cage was found to be broken. The surgeon removed the broken part of the cage but other part was remained in the patient. The spinal cage broke at the posterior portion during additional hammering of inserter.

Manufacturer narrative:
Product analysis :macroscopic examination confirms only the ¿nose¿ of the implant has been broken off and returned for examination. Optical examination of inserter interface posterior deformation of the implant inserter interface, consistent with excessive force. Examination of the fracture surface reveals a fairly brittle fracture surface, with rays emanating away from the area of crack propagation, and no indication of fatigue. The location and nature of the fracture, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.